Manufacturer narrative:
As the serial number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a procedure, the seeds were allegedly unable to be placed. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as 2020394. The correct FDA rn number was 1018233. H10: manufacturing review: a review of the device history record showed that this loader passed all quality inspection requirements prior to release. Investigation summary: the quicklink loader was not received for evaluation. The investigation is inconclusive for reported issue. The definitive root cause for the reported failure is unknown. Labeling review: the information for use was reviewed for quicklink delivery system. It is stated that never use visibly damaged, bent or broken quicklink¿ delivery system loaders, cartridges or components. This may cause system damage or jamming. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the cartridge allegedly did not deliver the grains well. There was no reported patient injury.

Event description:
It was reported that during a brachytherapy procedure, the cartridge allegedly did not deliver the grains well. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as 2020394. The correct FDA rn number was 1018233. H10: manufacturing review: a review of the device history record showed that this loader passed all quality inspection requirements prior to release. Investigation summary: the sample was returned for evaluation. Upon evaluating the unit, the carriage pins were noted slightly bent causing friction during dispensing. The investigation is confirmed for reported issues. The root cause of damage carriage pins is unknown. Labeling review: labeling was reviewed and found to be adequate. It is stated that never use visibly damaged, bent or broken quicklink delivery system loaders, cartridges or components. This may cause system damage or jamming. H10: b5, g3, h2, h6 (device, method). H11: h6 (result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.